Event description:
It was reported that an unplanned vitrectomy was performed on a patient. That the dcb00 intraocular lens (iol) was opened but another lens, model, z9002, 20.5 diopter was implanted. No information about the patient outcome was provided. No further information was provided.

Manufacturer narrative:
Section unknown/ asked but not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted; therefore, not explanted. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.